Event description:
A ventilator was returned to the manufacturer for service. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, clogged in the inlet line proximal filter was observed. The device's the inlet line proximal filter was replaced to address the issue. There was evidence of contamination. In addition of the above evaluation, the device's system board was replaced and the technician performed final test, battery checking, valve checking, a test run, cleaning and software version was checked, which was not related to the malfunction/issue.